Manufacturer narrative:
Device will not be returned. The device will not be returned because it remains implanted. No additional information will be provided. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Conclusion: rupture of the left ventricle is a major complication of mitral valve replacement. It is an infrequent but potentially lethal complication. In general, a large number of intraoperative factors have been considered for the cause of this complication: retraction of the ventricle when the left atrium was fixed by adhesions from a previous operation, forceful retraction and inadvertent incision of the annulus, insertion of an oversized prosthesis, and deeply placed sutures in the myocardium. In this case, limited information indicates the ventricular rupture occurred at the anterior wall. The surgeon indicated that this event was not device related, but the exact cause of the rupture is unknown. No autopsy is reported to have been conducted.

Event description:
Reportedly, the patient expired due to a left ventricular rupture while the device was implanted. The customer reported that a perimount plus valve, model 6900ptfx29 was implanted for mitral valve replacement (mvr) to correct combined valvular disease (cvd) on (B)(6) 2012. Aortic valve replacement (avr) and tricuspid valve repair were also conducted during the same surgery. The patient was small and at an old age. On (B)(6) 2012, the patient expired due to a left ventricular rupture. It was considered that the stent post contacted the anterior wall and it led to a left ventricular rupture. Customer commented that it was not device related. The device will not be returned since it the device remains implanted. Echo report will not be provided. No additional information provided.